Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the patient developed a 1cm size aneurysm noted approximately 4 cm from the insertion site. The internal lumen was leaking and line was repaired. No harm to the patient. The line was placed (B)(6) 2017 in the left ij.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the catheter was ballooning was confirmed and the damage appears to be associated with use of the device. One repaired 4.2 fr broviac catheter was returned for investigation. The repair segment exhibited evidence of use. The printing was partially worn from the clamping sleeve. The splice sleeve was properly positioned over the repair segment. The broviac catheter extended 3.1cm from the distal end of the splice sleeve. The 4.2fr tubing extended 2mm from the distal end of the intermediate tubing. The cross section at the distal end of the broviac catheter was microscopically examined. The surface was noted to be glossy and striated, which is indicative of a cut made with a sharp instrument. A tactual investigation revealed elastic weakness in the section of tubing between the clamping oversleeve and the splice sleeve. Elastic weakness was also observed in the broviac tubing distal to the splice sleeve. A functional test revealed that the lumen was patent to infusion. With water in the lumen, the distal tip of the 4.2fr tubing was pinched closed and the syringe plunger was held down to create a positive pressure within the repair segment. Fluid leaked between the 4.2 fr tubing and the intermediate tubing. The clamp was placed over the distal end of the intermediate tubing and the catheter was pressurized. The increased pressure caused the intermediate tubing to bulge and balloon distal to the splice sleeve. The splice sleeve was cut where the original broviac catheter adjoined the repair tubing. The catheter segments were separated, which revealed a break in the metal stent. The metal stent exhibited deformation from bending. The break in the stent allowed fluid to fill the space between the intermediate tubing and the 4.2 fr tubing of the broviac catheter, which led to the ballooning of the intermediate tubing. The damage to the catheter and metal stent appeared to have occurred during use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the patient developed a 1cm size aneurysm noted approximately 4 cm from the insertion site. The internal lumen was leaking and line was repaired. No harm to the patient. The line was placed (B)(6) 2017 in the left ij.